Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that pump had low battery when an unspecified malfunction alarm occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 120-130 mg/dl range.